Event description:
It was reported by the rep that a (1) tlc55 was used during a thorocotomy procedure. It was reported that the surgeon fired across the lung and the staple line did not hold. The surgeon had to oversew the staple line to complete the case. Device was discarded.